Event description:
On march 16, 1998 it was reported to oec medical systems, inc., that an accidental radiation occurrence happened to oec model 7600 compact c-arm. When attempting to setup system, the radiology technologist turned the system power on, at which time the system began producing unintended x-rays. The radiology technologist then turned the power off and called for service. Field service engineer was able to diagnose the malfunction to operator error. Fse found the annotation keyboard plugged into the x-ray on switch receptacle. Fse plugged the keyboard into the proper receptacle in accordance with operator instructions found in the operators manual. Hosp reported no adverse event, death, or serious injury. Oec has opened a formal failure investigation into this reported error.